Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: terumo, sheath: 6f,8f,18f,16f, stent: cook evar stent. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional two perclose proglide devices are being filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement was attempted during an arteriotomy closures of the heavily calcified right and the left femoral arteries using the preclose technique with a perclose proglide devices, prior to an endovascular aortic vascular repair (evar) procedure. The arteriotomy on the right was 8f. Reportedly, on the right groin the first proglide deployed successfully. During deployment of a second proglide resistance was felt during plunger removal and no suture was retrieved. A third proglide was successfully deployed. The sutures of the first and third proglides were used to achieve hemostasis. On the left groin, during deployment of a proglide device, using a 6f sheath, resistance was felt during plunger removal and no suture was retrieved. A second proglide device was deployed and when the suture was removed from the proximal guide the knot came out of the artery. Hemostasis was achieved after the evar procedure by surgical cut down and manually suturing with a 2/0 prolyne suture. The physician is trained in the use of the perclose proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was confirmed. Based on the results of the investigation, the probable cause was determined to be related to the operational context during use of the device and not a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.